Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal pain, urination difficulty, pelvic inflammatory disease, lymphadenitis, abdominal pain, itchy rash, joint pain, low back pain and vomiting. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("during intercourse you could feel device moving"), genital haemorrhage ("heavy bleeding") and abdominal pain lower ("cramps") and was found to have a pregnancy with contraceptive device ("unplanned pregnancy"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, abdominal pain lower and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The vaginal delivery occurred on (B)(6) 2010. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received : outcome of pregnancy and related liveborn details were added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("during intercourse you could feel device moving"), genital haemorrhage ("heavy bleeding") and abdominal pain lower ("cramps") and was found to have a pregnancy with contraceptive device ("unplanned pregnancy"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, abdominal pain lower and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("during intercourse you could feel device moving"), genital haemorrhage ("heavy bleeding") and abdominal pain lower ("cramps") and was found to have a pregnancy with contraceptive device ("unplanned pregnancy"). The patient was treated with surgery (essure removed). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, feeling abnormal, genital haemorrhage, abdominal pain lower and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, feeling abnormal, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.